Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a urological procedure. The bag fell off partially before unfolding, just after insertion. Sample discarded. Only packaging kept. Another bag was opened and used. No adverse incident to patient.